Event description:
It was reported that there was possible lead dislodgment as seen on x-ray by the physician. There were changes in the measurements and the patient reported feeling extra stimulation in the chest. Subsequently, the patient underwent a revision procedure and lead dislodgment was confirmed. The right atrial lead and the non-boston scientific right ventricular lead were repositioned and the device system remains implanted. No additional adverse patient effects were reported.